Manufacturer narrative:
No moisture damage was found inside of the insulin pump. All of the buttons functioned properly and no damage was noted on the keypad assembly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's wife reported her husband had slipped into the pool. The wife stated there was now fluid/moisture exposure to the insulin pump. The husband's blood glucose was 121 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.